Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level while the customer was asleep. Multiple attempts were made by tandem technical support to obtain additional information regarding the reported issue; however, the customer declined to provide.